Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The sales representative in the customer's area called to report that she has been trying to contact the customer. The caller stated that the customer is experiencing blood glucose levels greater than 600 mg/dl, and she wants to advise her to go to the emergency room. Provided the caller with the customer's information for her to call. Nothing further was reported.